Event description:
Patient presented to the physician with ongoing right ear pain radiating to the back of the head, resulting in headaches. The pain reportedly worsens when eating or brushing teeth. Physician brought the patient into the operating room, removed the suture securing the stimulation lead anchor to the digastric tendon, allowing the anchor to move freely, and closed the incision. The physician suspected that releasing the anchor tension might alleviate the pain.